Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction to b5 for information inadvertently left out of previous report on user culture test results. Sampling date: (B)(6) 2024. Sampling from: suction channel. Colony forming unit (cfu): 0cfu/100ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 1cfu/100ml. Bacterial identification: unknown. Olympus provided the following result of the culture tests, performed at the third-party labs. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu/endoscope. Bacterial identification: n/a. The lm reviewed the customer provided cds processes but could not find information to judge deviation from instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported issue could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 4 colony forming units (cfus)/100 ml of pseudomonas oryzihabitans in the auxiliary channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.